Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure that multiple recoverable errors occurred against the right master tool manipulator (mtm). The system logs showed that error 25770 occurred against the mtm. The surgeon elected to move to a different surgeon's console to complete the procedure as planned. There were no reports of patient injury.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure was confirmed but not replicated. In logs, the errors 25770 and 25771 was found indicating kernel da integrity error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could identify.

Event description:
Refer to h11 for follow-up information.